Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Follow up with the international distributor found that the patient never presented high impedance. On the day of explant, the technical assistant performed a system diagnostic test on the device before it was explanted, but after the electrodes had been disconnected. As the generator was not connected to the electrodes at the time of the test, the result of the system diagnostic test was high impedance. The patient is reported to be fine, impedance is ok, and the new implant was fine as well. The impedance readings on the new implant was 1359 ohms with 1ma output current and 1321 ohms with 2.5ma output current. The generator replacement surgery was done for prophylactic reasons as the patient is a responder to vns therapy. No other information has been provided.

Event description:
It was reported that the explanted generator was given to the patient's family and will not be returned to manufacturer for analysis.

Event description:
The patient's programming history was reviewed, and it was noted that high impedance was observed on (B)(6) 2013. Attempts are underway for additional information; however, no additional information has been provided yet.